Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mpu patient cable causing a no external power alarm was not confirmed. The mpu (serial #: (B)(6)) was not returned for analysis. Additional provided information communicated on 04jun2020 indicated that the issue was resolved when the mpu was exchanged but it is not available for return. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was unknown damage to the patient cable on the mobile power unit (mpu) while the patient was plugged into it. There was an alarm of no external power. There were no adverse events associated. The patient was instructed to wear batteries during the day and night to sleep until the issue resolves.